Manufacturer narrative:
Age: (B)(6). (B)(4). The device was not returned to maquet cardiac surgery for investigation. A photographic inspection determined evidence of blood and signs of clinical use. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. The metal wire connected with the c-ring was detached. Based on the picture received we are not sure if any components were missing from the c-ring or cannula. Based on the picture of the device as received, we were able to confirm the reported complaint for ¿break-cannula¿.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro, ous c-ring broke. After precise blunt dissection surgeon used harvesting cannula, but in a couple of minutes the rigid ¿leg¿ of the c-ring suddenly disconnected so the device was not further suitable for the rest of the vein harvest. The harvesting cannula was removed and a replacement device was used to complete the procedure.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro, ous c-ring broke. After precise blunt dissection surgeon used harvesting cannula, but in a couple of minutes the rigid "leg" of the c-ring suddenly disconnected so the device was not further suitable for the rest of the vein harvest. The harvesting cannula was removed and a replacement device was used to complete the procedure.